Manufacturer narrative:
Updated information in section d4 primary UDI number the complaint investigation for falsely decreased wbc and neutrophil results generated on the cell-dyn emerald analyzer, serial number (B)(6) included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Review of all the information provided by the customer was reviewed. Return testing was not completed as returns were not available. Review of the instrument service history reports records did not indicate any major repairs performed on the instrument. A ticket search did not identify an increase in complaint activity for the current issue. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the cell-dyn emerald analyzer for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased wbc and neutrophil results generated on the cell-dyn analyzer for one sample. (Customer provided reference values for wbc are 4 - 11 10e3/ul) the following results were provided: (B)(6) 2023 sid (B)(6) 05:58 pm: wbc 0.5 10e3/ul neu 0.3 10e3/ul (B)(6) 2023 sid (B)(6) 06:26 pm repeat results: wbc 5.3 10e3/ul neu 3.6 10e3/ul the sample was repeated for the third time with the following results: (B)(6) 2023 sid (B)(6) 06:37 pm: wbc 5.3 10e3/ul neu 3.6 10e3/ul no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier completed information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased wbc and neutrophil results generated on the cell-dyn analyzer for one sample. (Customer provided reference values for wbc are 4 - 11 10e3/ul) the following results were provided: (B)(6) 2023 sid 24207537602 05:58 pm: wbc 0.5 10e3/ul neu 0.3 10e3/ul (B)(6) 2023 sid (B)(6) 06:26 pm repeat results: wbc 5.3 10e3/ul neu 3.6 10e3/ul the sample was repeated for the third time with the following results: (B)(6) 2023 sid (B)(6) 06:37 pm: wbc 5.3 10e3/ul neu 3.6 10e3/ul no impact to patient management was reported.